Event description:
It was reported that the patient presented in the or for device changeout for an upgrade. Fluoroscopy revealed externalized conductors. A history of increased pacing thresholds were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.